Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-06-28 the representative reported via the health care provider that the last information from the physician was that he would not explant the pump. After the documented low battery alert there was ¿no alert any more¿. The physician was made aware of about the higher probability for this issue by the batch of pump. However, the physician shared that the patient planned to go to another hospital where the pump was implanted before for exchanging and not until the pump will alert the elective replacement indicator (eri). Further on 2016-06-17 the representative reported that the concentration remains unknown and there was no drug information. The medical history was not obtainable.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who resided in (B)(6) and who was being treated with baclofen intrathecal (type, concentration, and lot number were unknown). The patient's dose was approximately 1000 mcg/day. The patient's concomitant medications were not obtainable. On approximately (B)(6) 2016 during normal use, the pump showed a low battery alert. As reported, the pump was included in a batch of pumps with a higher probability of this issue. There were no environmental, external, or patient factors that may have led or contributed to the issue. In an effort to troubleshoot the issue, the pump logs were checked. In an effort to resolve the issue, it was planned for the pump to be replaced on (B)(6) 2016. The issue had not resolved at the time of this report and the patient's status was "alive - with injury." Specifically, the patient experienced increased spasticity due to withdrawal syndrome. Information regarding the patient's medical history, other medications taken at the time of the event, cause, and outcome was not provided. Any inquiry was made to further clarify the reported low battery alert.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-06, the hcp via the representative further reported that premature battery depletion occurred and the pump was explanted; the specific date was unknown. The pump was ¿in secure status¿ and the patient was in ¿deprivation¿. The baclofen concentration was reported as 2000 mcg/ml but the dose was unknown and could not be obtained. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As received the pump reservoir had 1 ml of fluid and pump was in the safe state due to continuous resets. The pump concentration was 2000 mcg/ml and dose was 11.6 mcg/day. The pump memory logs revealed low battery resets. The pump continued to reset during analysis. Destructive analysis was performed and the hybrid function was tested and passed. However, the battery resistance was tested and failed and shaft wear was also discovered during analysis. Analysis concluded the battery had high resistance. In addition, motor gear train anomalies were observed. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.